Event description:
Kimberly-clark received a report stating, ¿the eye drape arrow stamp indicators are backwards. This has happened with three drapes so far. There has been no patient injury or medical intervention." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the three reported lot numbers, ac2323093, ac2316073, ac2315114, ac3086064, in the incident met manufacturing specifications. The device was not returned to kimberly-clark for evaluation, therefore we are unable to determine a root cause for the reported event. Investigation is ongoing, and information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.